Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-10, information was received from a patient receiving morphine and "something else" via an implantable pump for non-malignant pain. During a call for information related to an future, unrelated magnetic resonance imaging (MRI), the patient mentioned they had an MRI about a year and a half ago, after they were taken to the emergency room without knowing anything about it and the pump alarm went off for 2 hours and came back on again. The patient stated it took them an hour to figure out where the alarm was coming from. The patient mentioned "when the girl came to fill it up again, she said it (the pump) was off for 2 hours, and that's when I realized that's where the alarm came from". The patient stated the pump medication was "morphine and something else" and then stated, "there's a couple things in there," but names were unknown. The agent reviewed MRI compatibility and redirected to their healthcare professional (hcp) to discuss.